Manufacturer narrative:
Device passed the displacement test and rewind test. No unexpected rewind anomalies noted. Device received with cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was stopping during rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.